Manufacturer narrative:
Testing of actual/suspected device/ (B)(4): the getinge field service engineer (fse) observed the cardiosave intra-aortic balloon pump (iabp) unit displaying unstable battery in slot 2, so the fse tried switching the batteries to slot 1but received the same message. To fix the issue, the fse replaced the primary 9v battery alkaline. After the repair the fse also replaced the expired tidal volume disk. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), that the cardiosave intra-aortic balloon pump (iabp) unit has a battery in slot 2 that has "unusable battery". The fse tried switching to slot 1 but received the same message. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) completed the pm after the rapairs and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period dec-2019 through nov-2021 was reviewed. There were no triggers identified for the review period. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6)